Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: event date, product identification/expiry date, date implanted , manufacture date.

Event description:
It was reported that patient underwent hip arthroplasty and now alleges pain and elevated metal ions. The date of the original hip arthroplasty procedure is unknown. There has been no reported revision procedure. No further information has been provided to date.